Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485 mg/dl at the time of the incident. The customer reported having high blood glucose levels of 202 mg/dl, 393 mg/dl and treating with the insulin pump. Th customer reported even with the insulin pump treatment the blood glucose continued to rise so the customer treated with a manual injection plus boluses with the insulin pump. The customer suffers from hypoglycemia unawareness and reported a low blood glucose of 36 mg/dl along with passing out on a stairway. The customer treated with a 3.6 unit after changing her set and finding that she had a bent cannula. The customer primed the 17.2 units and saw bubbles come out at firt, but now nothing additional is coming out. The customer declined any additional troubleshooting and will not be returning the insulin pump, quick serter or infusion set for analysis.